Manufacturer narrative:
Investigation summary: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two used sample were received for evaluation. Visual and functional inspection was performed and found leaking between the bag and the cross-spike. The root cause and action plan will be documented through a formal corrective and preventative action. These actions will be designed to prevent the reoccurrence of the reported issue.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the patient experienced two feed sets that leaked at the connection.